Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and stimulation in the wrong location following a fall in the grocery store. The pt's symptoms returned (urinary frequency, incontinence) and resulted in urinary tract infections. The device had been providing good therapy prior to the fall. At the time of report, the pt's neurostimulator had been turned off for the last two months.